Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient complained of hip pain. The surgeon revised the hip, removing the 36+5 lfit head and replaced with a biolox and sleeve. The surgeon also debrided soft tissues of any debris associated with metal from head/trunnion junction. The surgeon also changed the liner and replaced with an x3 liner. Some soft tissue damage and osteolysis was also noted.